Event description:
Per the clinic, the patient developed an abcess lead to an infection at the implant site (specific date not reported). Initially, the patient was treated with oral antibiotics. The patient was also hospitalized for several times (specific date not reported) and was treated with IV antibiotics (specific date and duration not reported), however, the issue could not be resolved. The patient was placed under general anesthesia on (B)(6) 2024 in order to undergo a revision surgery to remove the infection and local rotation flap however, this did not alleviate the problem. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct device serial number that was explanted is (B)(6); not (B)(6) as previously reported. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.